Event description:
Note: this report pertains to one of three extractor pro retrieval balloons used during the same procedure. It was reported to boston scientific corporation that three extractor pro rx retrieval balloon devices were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the catheter broke when attempted to extract the stone. The same issue occurred on the second and third extractor pro retrieval balloons. The procedure was completed with another extractor pro rx retrieval balloon. There have been no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable issue of catheter broken. Block h10: investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. Additionally, it was noted that the shaft of the device was kinked and stretched. A functional evaluation was also performed and the balloon was inflated up to its recommended inflation volumes and no issues were noted; there were no leaks, holes, pin holes this failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three extractor pro retrieval balloons used during the same procedure. It was reported to boston scientific corporation that three extractor pro rx retrieval balloon devices were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the catheter broke when attempted to extract the stone. The same issue occurred on the second and third extractor pro retrieval balloons. The procedure was completed with another extractor pro rx retrieval balloon. There have been no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.